Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2013 with the following findings: the pump was booted to verify that the display screen was dim with a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging the display screen was dim and difficult to read. The reporter denied trauma and moisture exposure to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.